Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. Customer reverted to an alternative method of insulin therapy there was no adverse impact to the customer's blood glucose level.